Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2005; 419478 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received high voltage therapy for atrial fibrillation with rapid ventricular response which was classified by the device as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.